Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1012827. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd 4mm pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported needle clogs during the flow check.